Manufacturer narrative:
H3: product analysis: evaluation determined that bearing damaged is confirmed. The likely cause of failure is due to detached bearings. It was noted also that tool stucks while inserting in the attachment, bearings are corroded, washer is corroded, spring and spcaer are corroded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the bearings were damaged. It was reported there was no patient involvement.additional information received stated that the bearings are detached.